Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was attempted to be positioned at approximately eight different locations. The threshold was high for two positions, and the other six positions there was no capture. The leadless ipg was removed and not implanted. No patient complications have been reported as a result of this event.